Event description:
Additional information was received from a manufacturer representative on (B)(6) 2020. It was reported that on (B)(6) 2019 a volume discrepancy occurred. They expected 3.3ml but aspirated 10ml from the reservoir. This was reportedly a normal volume discrepancy for the pump since they changed the concentration in the last 6 months. It was noted that it was a smaller discrepancy than past refills. The patient was not having any symptoms or a change in therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 1400 mcg/day via the implanted pump for intractable spasticity. A reservoir volume discrepancy was reported and the event/difficulty occurred on (B)(6) 2019 during normal use. It was noted the office requested that a rep was present on the date of this report at this patient¿s refill. It was reported at this patient¿s last three refills he has had a major discrepancy in actual vs anticipated reservoir volume. The rep noticed on the date of this report that the clinician programmer stated there should be 1.7ml in the pump and she actually aspirated 7ml. It was noted the last three refills she has had similar 5ml+ discrepancies. The patient denied any environmental/external/patient factors. The hcp would be scheduling the patient for a dye study and CT scan. There were no actions/interventions that were taken to resolve the issue at this time. The issue was not resolved and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. Surgical intervention did not occur and was not planned. The patient¿s weight was asked but unknown and medical history was asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.